Event description:
The advocate stated the customer received blood glucose readings of 113 and 81 mg/dl from a contour meter and readings of 246 and 256 mg/dl from his breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test discs for eval. Replacement discs were sent to the customer.